Event description:
Patient reported rupture, contracture baker grade ii, seroma. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: it cannot be observed, due to the quality of the photographs (the devices are inside a packaging). Seroma: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, right side rupture. Contracture, baker grade ii, seroma. The device has been explanted.

Event description:
Patient reported right side rupture, contracture baker grade ii, seroma. The device has been explanted.

Event description:
Patient reported right side rupture, contracture baker grade ii, seroma. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : no observed. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Seroma : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.